Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209766898, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 388928, lot# 0209766898, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported material extraction with a missing part of the electrode tines. Factors that may have led or contributed to the issue remain unknown. No diagnostics/troubleshooting was performed. No actions were taken to resolve the issue. The issue was not resolved but no additional actions were planned. It was reported to be not related to the procedure and not related to the adverse event. No surgical intervention occurred. Relevant medical history includes urge incontinence. No further complications were reported/anticipated. Additional information received reported that there was a device deficiency that was not related to the procedure and not related to any adverse event. There were no patient symptoms as it was a device deficiency. It was a report that the issue was not resolved but no actions were planned. It was reported that both the electrode and neurostimulator were explanted and not replaced on (B)(6) 2017. No further complications reported/anticipated.